Manufacturer narrative:
Investigation completed 10nov2017. Lot 111 e00315924 met specifications before released to finished goods. Failure rate percentage (B)(4). The catheter was returned with strain relief, introducer assembly, drill bit assembly, and allen wrench. The strain relief was dull, and solid particulate was present. The other components were clean and unused. The catheter lost signal and reference. Destructive analysis revealed that separated fibers were inside the black pvc tubing adjacent to the connector; there was no sign of bent vent tube and crushed fibers. The reported customer complaint that the monitor showed "catheter failure" and "catheter may not connect with cable" was confirmed. The returned product was tested for functionality and failed due to no signal or reference channel readings. Destructive testing was performed on the catheter and it was found that the optical fibers within the pvc strain relief were broken or "separated" with no signs of damage to the actual fiber (vent tube straight with no signs of crushed or bent optical fibers). The reported customer complaint can be attributed to the optical fiber breakage within the strain relief causing the signal and reference loss. The root cause of the breakage could not be determined as there was no signs of damage to the optical fibers or vent tube at the break point and there was no in-process non-conformance related to the optical fiber material used on the product.

Manufacturer narrative:
(B)(4). Lot 111e00315924 was manufactured on 22-dec-2016, and it will be expired on 29-nov-2019; lot met specifications before released to finished goods. Complaint history, model 110-4xxx, from sep-2015 through 26-sep-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and (B)(4) of them were confirmed. Failure rate percentage is (B)(4). The customer¿s complaint could not be confirmed as the customer has not returned the device for evaluation. The device history record for the catheter was reviewed, there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.

Event description:
Physician used one set of 110-4b, when patient and icp catheter were prepared for surgery. After the icp catheter was connected with the cable, the icp monitor showed ¿catheter failure¿. The catheter was changed to a new one and that did not show ¿catheter failure¿. The two icp catheters were compared and the failed catheter may not have connected with the cable. There was no contact with the patient. There was no patient injury reported.